Manufacturer narrative:
Service reps replaced the units orc. Completed functional and safety tests.

Event description:
Customer reported a leak on the a3 anesthesia system. No pt injury was reported.